Event description:
Patient underwent l3-4 and l4-5 transforaminal lumbar interbody arthrodesis with posterior lateral fusion and instrumentation. Post operative imaging demonstrated hardware in good placement. 3 weeks post fusion, patient developed acute onset of left lower extremity radicular pain that started approximately 3 weeks ago. His imaging studies show evidence of posterior displacement of the l4-5 interbody cage and recurrent spondylolisthesis at the l4-5 level. Given the findings on the imaging studies and the patient's neurological symptoms, the plan is to perform removal of the l4-5 interbody cage, decompression of the lateral recess and spinal canal and revision of the interbody arthrodesis and placement of the interbody cage. On revision -the screw was turned in a counter- clockwise direction allowing for collapse of the cage. This provided only for collapse of the caudal portion of the l4-5 interbody cage. The rostral portion of the cage did not collapse and could be seen to be relatively deformed relative to the titanium core.